Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was internally shorted. The cause of the charger resets is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.